Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a multiple drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that multiple drawers and cubies had failed, affecting productivity. A field service engineer (fse) observed row board errors for main drawer, row. The row board cables at the drawer board and both ends of the retractor bands for drawers were reseated. On drawer, row, the row board cables at each of the cubie pocket trays were reseated. The fse signed into diagnostics, tested all pockets, and removed any debris found underneath the pockets. All pockets tested good, and the customer was able to access multiple medications. All tested good. The system functioned as intended after the field service engineer repaired the device.